Event description:
During a thyroid procedure, the handles were binding. The surgeon pulled the handles apart to release the device was applied another device. The hosp has reported that no pt injury occurred.